Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the rectum during a banding procedure performed on (B)(6) 2021. During the procedure, two to three bands deployed at the same time with one rotation of the handle. A second speedband superview super 7 device was used, and the same thing happened. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Additional information received on november 22, 2021. It was clarified that there was only one device involved and the reported problem just happened twice on the same device.

Manufacturer narrative:
Block h2: additional information: block b5. Block h6: medical device problem code a150103 captures the reportable event of bands prematurely deployed. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the rectum during a banding procedure performed on (B)(6) 2021. During the procedure, two to three bands deployed at the same time with one rotation of the handle. A second speedband superview super 7 device was used, and the same thing happened. The procedure was completed with a third speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.